Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the tubing would occasionally be primed during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/09/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/24/2014 with the following findings: a review of the pump histories showed no evidence of a load step malfunction occurring. During testing, the pump was able to perform the rewind and load steps correctly. The pump loaded and primed to 100 units. The rewind step was performed followed by the load step and the pump loaded to 100 units again. The force sensor calibration reading was found to be within the required specifications. No load step malfunctions occurred during investigation. The pump case was removed and no internal defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.